Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently sticking. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22- aug-2019 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. All of the keypad buttons were intermittently unresponsive during testing. The keypad was removed and there was contamination found under all the button contacts. Unrelated to the complaint, investigation revealed that the display was dim and discolored. The battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.